Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display was flickering on the cardioplegia pump. The device was not changed out, as the roller pump still functioned and was used for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) had the customer reseat the power cord to the pump. The unit has been working fine as the issue has been corrected. They have been using this unit since.